Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a retained capsule in a patient. The capsule was placed in october (no specific date indicated). An x-ray was performed which confirmed it was in the patient's small bowel. Email was sent to medical advisors to contact physician as soon as possible since it is what the doctor wants too. The patient was in pain from the retained capsule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a retained capsule in a patient. The patient presented with abdominal discomfort at which time an x-ray was done. The x-ray showed "several small foreign objects" within the lower gi tract. The physician reviewed patient history and it was determined that the patient had a bravo study over a month ago. The radiologist was concerned that the object was the bravo capsule that had become fragmented, but upon further review the object was an intact bravo capsule and the other objects were staples from a previous uterine surgery. The patient is stable and without any symptoms of a small bowel obstruction and the physician does not feel that surgery to remove the capsule is needed. The physician will be pursuing watchful waiting, and educated the patient on symptoms of a small bowel obstruction. The patient will acquire repeat imaging within the next few weeks in hopes that the capsule will pass without issue. Should the capsule move distally but still be retained upon reimaging, the team may consider capsule retrieval via endoscopy. The physician agreed to update on patient status when reimaging occurs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.